Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 1627487-2020-22938, 1627487-2020-22940, 1627487-2020-22941. It was reported that patient experienced pain and difficulty flexing their neck, due to occipital leads being restricted at extension ports. As a result, patient underwent surgical intervention on (B)(6) 2020, wherein the occipital leads were removed from extensions, repositioned, and reinserted into the extensions to address the issue.